Manufacturer narrative:
Concomitant medical products: product ID: 748251, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 37092, lot# 314730001, implanted: (B)(6) 2012, product type: accessory. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3389-40, lot# j0313885v, implanted: (B)(6) 2003, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 3389-40, lot# j0230929v, implanted: (B)(6) 2002, product type: lead. (B)(4).

Event description:
It was reported the patient had felt ¿a little dizzy¿ since the day prior to report. It was noted they ¿felt in their mind the stimulator did not work.¿